Manufacturer narrative:
On (B)(6) 2011, we received the following: 72-2540 finished goods lot m585730 (five) 5 boxes containing a total of 30 pieces unopened were evaluated, the results showed three (3) blades has bent tips and two (2) of them slight. The rest were acceptable. The 72-2540 finished goods lot m342350 one (1) box and two (2) pieces unopened were received, the result of the eval showed that all blades were extremely grainy with rough edges, but not thin and rough. All were acceptable per tp-043 (blade inspection procedure). The one (1) opened piece was sent to re-sterilize, then evaluated and results showed bent tip. Samples from two different lots were received. The finished good lot involved in the incident reported was not provided.

Event description:
During a corneal procedure, customer noted a dull blade. As a result of the dull blade, there was damage to the corneal tissue which required sutures. (B)(4).